Event description:
On 10/12/99, the baxter fenwall division was notified by the customer of 7 incidents of leukoreduction platelet filters assembled incorrectly. Customer stated coupler and d-ring on the filters are reversed. Per the customer, of the 7 reported incidents, 6 platelet products were transfused with no pt reactions.